Event description:
The customer reported that they used a ligasure advance device during a case and the plastic cover at the distal end of the device fell off. It is not known when or where the insulation fell off the device. No further info is available about this incident as the incident occurred prior to (B)(6) 2014.

Manufacturer narrative:
(B)(4). The site has indicated that the incident sample has been discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. There was no lot number/serial number available and no sample was returned to evaluate. Without the sample and without a valid lot/serial number, an investigation could not be performed.